Event description:
It was reported that the customer had a no delivery alarm during basa, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 207 mg/dl. The troubleshooting was performed. The customer was advised that the allarm was caused by set/reservoir connection. The customer was advised to replaced infusion set and reservoir. The customer was advised to monitor insulin pump and we will send replacement supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.